Manufacturer narrative:
Investigation completed on 10/25/2017. Product was not returned for evaluation. DHR could not be performed. A two year look back in complaint system from 10/09/2015 to 10/09/2017 for this reported failure and or related to "bolt" "break " or "broke" for product family (a2079) shows that five additional complaint were received. No new design or manufacturing trends have been identified. This issue will be monitored. The device in question was not released for review; should the product be returned a failure analysis and/or root cause will review will be performed at that time.

Event description:
During an aneurysm case, just when the surgeon had stopped the bleeding, he heard the assembly knob of the xr2 base unit snap. The surgeon caught the patient's head before falling. There was no patient injury . A surgery delay of 2 hours was reported; to get the backup bolt, rotated the base-unit and swivel because the broken-bolt was stuck in the skull clamp and reconnected on the other side of the skull clamp. Surgery was completed.